Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2367, which occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that heater bag wasn't connected and it drained out. The tsr assisted hp to end therapy and to start over with all new supplies and bags. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(4)-2012. The patient stated the following: he could not remember the event or what happened and had no samples or lot numbers to provide for any supplies. Therapy has been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.